Manufacturer narrative:
The sample was returned for evaluation. The sample was received in a contaminated state with the echo ps detached from the mesh. No damage was noted to the mesh sample with the hydrogel coating remaining intact. The inflation tube remains intact, however the anchor was received detached from the inflation tube. A visual evaluation of the sample was performed with the naked eye and under magnification. Material deformation was noted on the inflation tube at the location of where the anchor would be attached. Also, some material deformation could be seen inside of the anchor when viewed under magnification. The location of the material deformation on the inflation tube and anchor confirms the rf weld was performed during manufacture. As reported the surgeon did perform a primary closure before attempting to pull the inflation tube through the abdomen which would cause more force needed for removal. It appears that the anchor may have become separated due to forces applied while attempting to pull the inflation tube through the abdomen. A review of the manufacturing records was performed and found that the lot was manufactured to specification with no anomalies noted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after inserting the bard ventralight st w/ echo ps through the trocar and performing primary closure of the defect, the surgeon made a stab incision to pull the inflation tube through the skin. As reported the anchor did not stay in place and remained on the inflation tube inside the patients abdomen. The surgeon then tried to pull the anchor through the skin level to no avail. At that point the surgeon removed the port and pulled the entire mesh out of the patient and used a second 6" echo mesh. The surgeon is an experienced and frequent user of the bard ventralight st w/ echo ps. As reported there was no injury to the patient.